Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. Tandem technical support requested for the customer to trigger a button alarm to clear the frozen screen; however, the screen remained frozen. The customer's blood glucose level was 148 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.